Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient was reportedly externally defibrillated while wearing the lifevest. The lifevest is not defibrillator proof. The root cause for the open resistor was the external defibrillation. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 6/8//2016. Belt: 12/06/2012.

Event description:
A distributor contacted zoll to report that a french patient was treated by the lifevest. The patient was reportedly in the hospital with a nurse present at the time of the treatment. Review of the patient's download data revealed that at 8:49:14 am on 12/11/2019, the patient was appropriately treated by the lifevest. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post-shock rhythm was sinus bradycardia at 50 bpm with premature ventricular contractions (pvcs) and motion artifact. At 9:58:16 am, the lifevest detected an arrhythmia. The patient's rhythm at this time was vf. The patient remained in vf for 49 seconds before an external defibrillation was delivered to the patient. The post-shock rhythm was sinus bradycardia at 40 bpm. Variable heart rate and motion artifact prevented the lifevest from delivering a treatment during this time. The patient then received a second external defibrillation. The patient's rhythm at the time of the external treatment was sinus bradycardia at 45 bpm, and the post-shock rhythm was sinus bradycardia at 40 bpm. There was no reported death or serious deterioration in the patient's state of health resulting from the event. The patient was reportedly taken a cardiac surgery unit after the event. The patient continues wearing the lifevest.